Event description:
While transferring resident per electric lift from bed to w/c, lift sheet loop broke, causing resident to fall to the floor, bumping right side of head and right ear on leg of electric lift. Resident received a laceration to the scalp 3.8 cm in length.